Manufacturer narrative:
Device evaluation summary: visual inspection shows the tma is replaced with a different fitting. Additional visual inspection shows a crack in the tma port. Device was cleaned using a renalin solution. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed at the temperature port. Reason for return was confirmed. Conclusion: summary of investigation updated complaint is confirmed for leaks. Analysis found that oxygenator port had a crack and the original temperature-monitoring component was replaced for non-medtronic one. Since in medtronic manufacturing process there is a 100% leak test over the component, and the port is not manipulated at the assembly of the custom pack, the cause of this complaint could not be determined. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Assessment against the medtronic risk management file pfmeca document indicates that the current risk zone does not exceed the risk zone predicted in the product pfmeca; therefore, no CAPA will be initiated at this time. Review of the complaint file indicates sufficient information was provided for completion of this investigation. Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure. Medtronic cannot confirm or deny the complaint of leak as no product has been returned to date. An analysis of this occurrence could not be performed without the returned product. After evaluation the cause of this complaint could not be determined; additional information is needed. In addition, in medtronic manufacturing process there is a 100% leak test over the component, as a process control. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from may through july for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence. Assessment against the medtronic risk management file pfmeca document indicates that the current risk zone does not exceed the risk zone predicted in the product pfmeca; therefore, no CAPA will be initiated at this time. There were no adverse patient effects as a result of this incidence. Review of the complaint file indicates sufficient information was provided for completion of this investigation. Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, after 10 minutes of use it was found that the affinity nt oxygenator temperature measurement port was leaking blood. At the time of the leak, the speed was 2000 rpm. The physician tightened the cap and replaced the cap in two ways, however there was no improvement. Approximately 20 ml of blood was lost due to the leak. No blood transfusion was required. The device was replaced to complete the procedure. There was no patient impact reported. Additional information: the same leak did not occur in multiple packs. The leak originated from a component of the custom pack. There was no visible air in the system/tubing.